Event description:
It was reported the system would intermittently lock up during exams, requiring the system to be rebooted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.